Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Event description:
It was reported that norepinephrine (16mg/250ml) was ordered to be infused at 46.24ml/hr. With volume to be infused (vtbi) 250ml. The pump module was turned off but to allegedly still infused norepinephrine. Per report, 100ml was infused at the time of the event. There was patient involvement but no harm.

Event description:
It was reported that norepinephrine (16mg/250ml) was ordered to be infused at 46.24ml/hr. With volume to be infused (vtbi) 250ml. The pump module was turned off but to allegedly still infused norepinephrine. Per report, 100ml was infused at the time of the event. There was patient involvement but no harm.